Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc device. Customer reported that due to an unspecified readings issue they experienced hypoglycemia and a loss of consciousness and were unable to self-treat. Emergency services were called and, after an unspecified hcp meter reading was obtained, the customer received unspecified treatment by a hcp. Upon arrival at the hospital, the customer was administered a glass of orange juice and a peanut butter sandwich for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.